Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 11 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve is exhibiting signs of failure. A valve-in-valve procedure is planned, but the date has not been determined.

Event description:
As reported by the field clinical specialist, approximately 4 years and 11 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the patient presented with fatigue, shortness of breath, dyspnea on exertion, dizziness, and a gradient (peak/mean mmhg): 51/79. A valve-in-valve procedure has been scheduled. The reported valve dysfunction was stenosis.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. B4, b.5, g.3, g.6 and h.2 have been updated. A correction was made to h.6: clinical code and device code. Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and medical records received. Sections b.4, g.3, g.6, and h.2 have been updated. An addition was made to b.5. Corrections have been made to b.7, h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on the provided information from the fcs (field clinical specialist) and provided medical records. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years and 11 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the patient presented with fatigue, shortness of breath, dyspnea on exertion, dizziness, and a gradient (peak/mean mmhg): 51/79. The reported valve dysfunction was stenosis.'' Per the IFU, structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 4 years and 11 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the patient presented with fatigue, shortness of breath, dyspnea on exertion, dizziness, and a gradient (peak/mean mmhg): 51/79. A valve-in-valve procedure has been scheduled approximately 5 years and 1 month s/p tavr. The reported valve dysfunction was stenosis. Per medical record review, a cta (computed tomography angiography) was performed approximately 5 years post tavr implant. Results of the exam noted prior bicuspid aortic valve status post bioprosthetic transaortic valve replacement, which appears well seated without large perivalvular leak. The leaflets demonstrate poor excursion consistent with a history of aortic stenosis.